Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.79mm x 2.35mm in size. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument was found to have a broken tip. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: there is no images of the device(s) or a video recording of the procedure available, the item has been returned.